Manufacturer narrative:
Other, other text: additional information: a1, d10, h6, h10: information was received on 6-apr-2021 indicating that the event occurred during testing. There was no patient involvement in the event. Device evaluation completion date: 03/25/2021: device evaluation: one smiths medical cadd legacy plus pump was returned for analysis in a fair condition. During analysis, the customers reported problem regarding delivery accuracy was not able to be duplicated. An attempt to attach a cassette to the device was unsuccessful due to the latch lock. Accuracy could not be completed, however the expulsor will be replaced as a preventive measure. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device had accuracy below specs. It is unknown if this was discovered while in use with a patient.